Event description:
It was reported that a patient is in intensive care due to cobalt intoxication with multiple organ failure.

Manufacturer narrative:
The following medical documents were received: revision report, discharge report from hospital (B)(6), discharge report from (B)(6) and autopsy reports. The received documents do not modify the conclusion of the investigation performed previously.

Event description:
Cobalt intoxication with multiple organ failure.

Manufacturer narrative:
Further medical information has been received. The complaint has been re-opened and the investigation is ongoing.